Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave an alarm 64 during therapy. The nurses rebooted and were able to resume therapy without issues. They sent it down for evaluation. Biomed wanting to make sure it was okay to go back in use; the alarm has not returned s/n: (B)(6). Also, during their 6-month preventive maintenance drained the water on their three stat machines, and they were all different colors. One was dark brown water, one blue water, and one mint green water when drained. Confirmed the non-recoverable alarm 64 could sometimes occur. As long as the alarm did not return after rebooting the device, it was okay to continue using for therapy.